Manufacturer narrative:
Concomitant medical products: 5076-52 lead. Implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited pauses and oversensing. It was noted that the patient experienced dizziness. The ipg remains in use. No further patient complications have been reported as a result of this event.